Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. H.3. Device evaluation by manufacturer: on 14-jun-2017, fse was at customer's site. Fse inspected instrument and verified alignment positions, checked d. Lane positions and d. Lane tightness. Fse attempted a run but error 4103 appeared and also noted seal breaker z axis was not moving normally. Fse replaced the seal breaker and verified there was no existing obstruction. Fse then attempted seal breaker alignment and received error 4101 "seal breaker home not detected". Fse adjusted s040 seal breaker sensor and attempted seal breaker alignment again, but noticed that the newly installed seal breaker was not moving properly and not holding. Fse checked voltages on driver board test point 28(tp 28). Hold voltage was 4.59 volts dc (vdc). Fse powered down instrument and following instrument service manual ch. 7 section 7.4 adjusted motor excitation current to seal breaker z-axis. Fse powered up instrument and measured excitation voltage for tp28 at 3.7 volts. Fse adjusted voltage to 4.1 vdc, then powered down instrument and returned instrument to normal configuration. Fse powered up instrument and received multiple errors indicating a driver board failure. Fse powered down instrument and replaced driver board. Fse then powered up instrument and then checked voltages for motor excitation current for new driver board following procedure for technical bulletin tb104e. Motor excitation current for cup z transfer axis was measured at 3.85vdc. Fse followed procedure and adjusted motor excitation current to 4.3vdc to complete tb104e. Fse powered down instrument and returned instrument to normal configuration in accordance with technical manual and technical bulletin. Fse then powered up instrument but received error 4153. Fse then powered down instrument and checked all physical connections. No connections were loose but fse reseated all physical connectors, double checked all connections before attempting to power up instrument again. Fse then powered up instrument and instrument started up but error 4153 persisted and then driver board failure followed by driver board blowing fuses causing a spark. No fire or smoke was present but fse shutdown instrument and secured all power sources to instrument. Fse debriefed customer on incident and the customer was also instructed not to use the instrument and to ensure that all power sources were disconnected until further clarification could be provided by tosoh staff. On 15-jun-2017, fse returned to customer site and recommended to replace instrument as directed by tosoh management team. Customer's laboratory manager needed to contact his management team and would provide follow up to fse when available. Fse b. Trudell followed up with customer on 21jun17, no decision made yet on installing replacement instrument. On 26-jul-2017, customer provided follow up and declined any repairs on instrument and also declined to install a new aia 900 instrument; hence the damaged instrument was de-installed from customer's site and returned to tosoh. Review of the lot/serial number-specific complaints and service history is not required per 90-par-002-0, rev. 3.0, complaint (CAPA-2017-0005 & MDR (CAPA-2017-0007) retrospective review and remediation protocol. The aia-900 operator's manual under section 12 - flags and error messages, indicates that 4101 seal breaker home not detect error message occurs when the home sensor s040 failed to be activated after the seal breaker moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. The operator is instructed to contact the local representative for further action. The operator is instructed to check s040 and pm040 for a possible malfunction. 4103 seal breaker home overrun error message occurs when the home sensor s040, which is not supposed to be activated after the seal breaker moves, was activated. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. The operator is instructed to contact the local representative for further action. The operator is instructed to check s040 and also check to see the cause of slipping, and so on, that occurs when pm040 moves to the limit side. 4153 c.trans-z home overrun error message occurs when the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. The operator is instructed to contact the local representative for further action. The operator is instructed to check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable of the reported event was not determined. Instrument was removed from service since customer declined repairs or replacement.

Event description:
On (B)(6) 2017 a customer reported getting 4103 seal breaker error message on the aia-900 instrument. A field service engineer (fse) went on-site to address the reported event. Fse instructed the customer over the phone, to reboot the instrument, but customer insisted on onsite service.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. H.3. Device evaluation by manufacturer: tosoh isc initial visual examination of instrument could not verify fire damage. Isc performed functional testing and confirmed reported 4103 seal breaker home overrun error and also determined that a failed z axis motor drew excess current on the driver board, resulting in destruction of the driver board. The most probable cause was a failed z axis motor that drew excess current on driver board, resulting in destruction of the driver board. For corrected data, please refer to sections b5, d1, d2 and d4.

Event description:
While tosoh fse was performing maintenance on aia-900 instrument, a driver board failure occurred, followed by driver board blowing fuses causing a spark. Instrument was shutdown, de installed and returned to tosoh instrument service center (isc) for investigation and repair.